Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. No intervention has been performed at this time. The patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.